Event description:
Reportable based on device analysis completed on 14nov2025. It was reported that catheter was blocked. A flexima apdl was selected for use. During the procedure, it was noted that the catheter was blocked and the liquid could not be drawn out. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed the tip of the trocar perforated the stent, and part of the tip is visible through the hole.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the stent, trocar, metal cannula, and flexible cannula were returned for analysis. The trocar and the metal cannula were returned inside the stent. It was observed that the tip of the trocar perforated the stent, and part of the tip is visible through the hole. Additionally, the flexible cannula was bent. A functional test was performed, inserting a metal cannula and the trocar. When advancing it through the stent, no resistance was felt, the pig's tail was also well shaped. No other issues were identified during the product analysis.